Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician was not able to fix the ventricular lead in the header. It was assumed that the lead could not be inserted all the way because the screw was in the way. The physician tried to loosen the screw and it came loose and was attached to the screwdriver. Leads were implanted with another pm.

Manufacturer narrative:
Please refer to the analysis report.

Event description:
The physician was not able to fix the ventricular lead in the header. It was assumed that the lead could not be inserted all the way because the screw was in the way. The physician tried to loosen the screw and it came loose and was attached to the screwdriver. Leads were implanted with another pm.